Manufacturer narrative:
The investigation determined that a higher than expected valproic acid (valp) result was obtained from a vitros therapeutic drug monitoring performance verifier (tdm pv) fluid using vitros chemistry products valp reagent lot 2511-32-1764 on a vitros xt 7600 integrated system. The assignable cause of the event is unknown. Historical vitros valp quality control was within expectation, indicating that an issue with vitros valp lot 2511-32-1764 is not a likely contributor to the event. No precision testing was processed on the vitros xt 7600 system at the time of the event or this report. Therefore, an instrument issue cannot be confirmed or ruled out as a contributor to the event. The customer was unfamiliar with basic software features and maintenance/ adjustments. An ortho field application specialist is scheduled to go the customer site to perform additional training for the staff. It is possible that a protocol issue contributed to the event, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros valp lot 2511-32-1764.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected valproic acid (valp) result was obtained from a vitros therapeutic drug monitoring performance verifier (tdm pv) fluid using vitros chemistry products valp reagent lot 2511-32-1764 on a vitros xt 7600 integrated system. Vitros valp tdm pv I lot v1171 result of 37.2 versus the expected result of 25.05 (customers baseline mean) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected result was from a quality control fluid and was not reported outside of the laboratory. The customer confirmed that patient samples were not processed during the timeframe of the event. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).